Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
When pulling patient up from tilted position the rollers are coming off of the track.